Event description:
Jet ventilator initiated on patient. On initial set-up, ventilator was connected directly to wall oxygen line instead of a low flow blender. Therefore, patient was receiving a higher concentration of oxygen. Several days after the initial administration of jet ventilation therapy, event was discovered and corrected. Conventional ventilators have a blender built in. The jet ventilator does not and requires the therapist to add to the device. In the case of this event, this step was omitted on initial set-up. In this event, jet was delivering 100% concentration of oxygen and conventional ventilator was delivering 21%.